Manufacturer narrative:
Block b3: exact date unknown, event occurred months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty with the implantable pulse generator (ipg) holding charge and was also needing full body magnetic resonance imaging (MRI) conditionality. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.